Manufacturer narrative:
The complaint was identified during a study review no product malfunction was alleged he devices remain in-situ, no radiographs or lab reports provided so the complaint could not be confirmed. Review of the study report identified the patient was identified with excessive narrowing of the pharynx and level of epiglottis and considered dysphagia as well the patient was noted to have previously undiagnosed pneumonia requiring an extended stay barium swallow testing and medication. But reportedly doing well with treatment. The root cause of the reported event is considered patient related complications with no device deficiency noted. No material or lot numbers provided so a manufacturing review is unable to be completed. No additional investigation required. Labeling review: "contraindications use of the nuvasive acp system and spinal fixation surgery are contraindicated when there was recent or local active infection near or at the site of the proposed implantation. Any conditions that preclude the possibility of fusion are relative contraindications. These include but are not limited to: fever, mental illness, alcoholism or drug abuse, osteoporosis or osteopenia, neurotrophic diseases, obesity, pregnancy and foreign body sensitivity." "Potential adverse events and complications as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: heterotopic ossification at adjacent spinal levels (e.g., alod); loss of motion at adjacent spinal levels associated with adjacent-level ossification; early or late infection which may result in the need for additional surgeries; damage to blood vessels." "Potential risks identified with the use of this system, which may require additional surgery, include neurological, vascular or visceral injury, metal sensitivity or allergic reaction to a foreign body, infection...pain, discomfort or abnormal sensations due to the presence of the device." "Warnings, cautions and precautions: the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient." "Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. These devices are not intended to be used as the sole support for the spine. While proper selection can minimize risks, the size and shape of patient anatomy may present limitations on the size of the chosen implants." "Proper patient selection is critical to the success of the procedure. Only patients who satisfy the criteria set forth under the indications section of this document and who do not have any of the conditions set forth under the contraindications section of this document should be considered for spinal fixation surgery using the nuvasive acp system. In addition, patients who smoke have been shown to have an increased incidence of pseudarthrosis. Based upon the fatigue testing results, the physician/surgeon should consider the levels of implantation, patient weight, patient activity level, other patient conditions, etc, which may impact the performance of the system." "Postoperative evaluation of the fusion and implant status is necessary. The surgeon may remove the implant once a solid fusion is obtained. The patient must be informed of the potential of this secondary surgical procedure and the associated risks. Care should be taken to ensure that all components are ideally fixated prior to closure." "Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery." "Pre-operative warnings 1. Only patients that meet the criteria described in the indications should be selected. 2. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use please refer to the surgical technique for this device." "Information to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly."

Event description:
The event was identified during a review of the pmcf acp study, the report identified that on (B)(6) 2025, a patient underwent a three level anterior cervical discectomy fusion procedure at c4/5, c5/6 and c6/7 with a three level anterior cervical plate from c4 to c7 with no reported problems. On (B)(6) 2025, the patients eat 10 score was 18 indicating possible dysphagia complication. On (B)(6) 2025, labs and CT results noted a 2.6 by 1.6 cm prevertebral and retropharyngeal fluid collection which causes mass effect and narrowing of the pharynx and level of epiglottis. Pt was taken to the or for neck exploration. No hematoma found, serous fluid collection drained. Admitted to the floor. Slp evaluation with barium swallow passed. Pt tolerating po intake pt is maintaining his airway without problems but CT chest showed a right upper lobe pneumonia. Blood cultures were obtained and pt was given rocephin IV in the ed. No additional information provided.